Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0dklr implanted: (B)(6) 2013 explanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The hcp told rep that he wanted to remove and replace the lead. Patient was scheduled for lead revision and battery replacement. The lead was replaced on (B)(6) 2017. Patient symptoms noted as unknown. It was noted that issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.